Event description:
Country of complaint: (B)(6). Needle found to be blunt and have different "feel" on application to skin.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples are available. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Without any closed sample an analysis cannot be carry out in order to make a decision. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Mfg site evaluation: evaluation on-going.